Event description:
The reporter alleges the suspect device had been giving erratic results and states the customer obtained back to back readings of 81 mg/dl and 165 mg/dl. Controls were not run. The customer dosed with nph based upon a blood glucose reading of 114 mg/dl. Three hours later, the customer collapsed, emts responded, but did not treat, and took her to the hospital. The results from this incident were, emt meter 48 mg/dl and hospital meter 48 mg/dl. She was hospitalized for two days and released and states she is alright. Return requested and replacement was sent.